Manufacturer narrative:
An additional lot number was reported (lot #m104339). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications were received. Customer's blood glucose level was 287 mg/dl. Reportedly, the customer successfully loaded a new cartridge onto the pump.